Event description:
It was reported during a colon resection/ileum resection a tlc55 was placed across the bowel and closed. The instrument would not fire nor open up. The instrument had to be pried open. Another tlc55 was opened to complete the case. Also the dial down knob on a tl90 fell apart and off the instrument. Another tl90 was opened to complete the case. Only the anvil half of the tlc55 is being returned. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50435. Based on the info rec'd and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. Only the cartridge channel half of the instrument was returned. The anvil half of the instrument or the cartridge was not returned. As only half of the instrument was returned, further functional testing could not be performed. Therefore, it could not be ascertained as to why the instrument reportedly did not fire or could not be removed.